Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced a failed sensor after warm up. The patient experienced loss of consciousness and hit her head due to losing consciousness. She experienced a bruise on her head. The patient was taken to the hospital and hospitalized; there is no information about who took the patient to the hospital. At the hospital they performed a magnetic resonance imaging (MRI) and confirmed that there was no permanent damage, just bruising. The patient was treated with insulin but there is no documentation about who was treated or when it was administered. The patient was not getting continuous glucose monitoring (cgm) readings due to the sensor failure. At the time of the report the patient's condition was stable. There were no blood glucose (bg) values documented during the entire event. There was no documentation about the exact discharge date/hour from the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information was received on 02/16/2023. It was reported that a sensor failure after warm up occurred. The sensor was inserted into the abdomen. On (B)(6)2023, the patient experienced a failed sensor after warm up. The patient experienced loss of consciousness and hit her head due to losing consciousness. She experienced a bruise on her head. The patient was taken to the hospital and hospitalized; there is no information who took the patient to the hospital. At the hospital they performed an magnetic resonance imaging (MRI) and confirmed that there was no permanent damage, just the bruising. It was reported that the patient was treated with insulin but there is no documentation who treated or when it was administered. The patient was not getting continuous glucose monitoring (cgm) readings due to the sensor failure. At the time of the report the patient was stable again. There were no blood glucose (bg) values documented during the entire event. There was no documentation about the exact discharge date/hour from the hospital. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.